Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 380 mg/dl. Customer's blood glucose value at the time of incident was 250 mg/dl. The customer was experienced symptoms of high blood glucose value such as difficulty breathing. The customer was treated by manual injection, saline fluid. Customer declined troubleshooting further. The insulin pump will not be returned for analysis.